Event description:
It was reported that during a procedure in the right heavily calcified anterior tibialis artery, the winn 40 guide wire could not be advanced through the lesion. A winn 80 guide wire was used and it became trapped in the plaque in the occlusion. The guide wire was pulled with force and after it was removed, the guide wire was heavily damaged and described as almost becoming separated. Another unspecified guide wire was used in the procedure. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned with blood on the black polymer coating and coils and no contrast visible, consistent with being advanced into the anatomy as reported. The core was separated 5.5 mm proximal to the tip ball. The separated portion was returned. The black polymer coating was separated 1.4 cm proximal to the tip ball. A portion of the separation was returned stretched on the tip coils in length of 4 cm. The material at the separation was jagged. The black polymer coating was bunched 8.5 mm proximal to the core separation, for a length of 1.3 cm. The tip coils were completely stretched out. There was no other damage noted to the guide wire. A laser micrometer was used to measure the outer diameter of the guide wire. The outer diameter met manufacturing criteria. A separation of this nature may happen when the core is subjected to tensile or torsional loads beyond the design limits causing the core to separate. A wire being over pulled or over torqued would require the tip to be trapped. It may be possible that while attempting to cross the highly calcified lesion, the tip became lodged within the lesion, and upon removal, the tip stretched and ultimately separated. Scanning electron microscopy analysis suggests that the core separation may be attributed to dimple rupture, torsional overload. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported that lesion site was highly calcified, which likely contributed to the difficulties crossing. The reported failure to cross, difficulty removing and core separation appear to be related to case circumstances and there is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Manufacturing inspects of the guide wire tips after they are loaded into the dispenser, and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.